Manufacturer narrative:
The suspect system control board was returned to the manufacturer for evaluation. Testing found an open transistor on the circuit board causing an electrical failure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced all batteries within the system. Following battery replacement, it was found that the system control board would switch on and off when no power was being supplied to the imaging system. The control board was then replaced by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and system control board have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the batteries on the imaging system were depleted and unable to recharge. No additional information was provided. The issue was reported to have occurred during a spinal fusion, few details have been provided on the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.